Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned and analyzed. No anomolies were found.

Event description:
It was reported that the newly implanted passive right ventricular (rv) lead showed intermittent capture. It was also reported that the rv lead dislodged the same day. The physician revised the lead however, it dislodged again. The physician explanted the lead and replaced it with an active fixation lead four days later. No patient complications have been reported as a result of this event.